Event description:
Using the smiths medical sub glottic suction endotracheal tubes, aka sacett. Suction above the cuff endotracheal tube, experienced tube malfunctions. The issues included kinking, inability to pass suction catheters due to kinking, cuff leak, and in one case pt induced damage to the catheter connected to the pilot balloon. Several pts with these tubes and associated problems required re-intubation. In one situation, the pt was re-intubated due to kinking. After a few hours, the md was called back to bedside and found the tube in correct placement but kinked and unable to pass suction catheter. Also audible leak around ett. The kink was found to be in the posterior oropharynx. Pt extubated and re-intubated with a different manufacturer ett.